Event description:
Per attorney, allegedly poly broke and was revised. Right knee. Other components were allegedly found to be loose.

Manufacturer narrative:
There was no device failure. This is the same event as 1043534-00157, 00158, 00159, and 00160.